Event description:
"Leak oil out of tip" was stated on the repair order. On follow-up with the hosp, they reported that at the beginning of the surgery the surgeon pressed on the foot pedal and noticed oil coming out of the tip of the attachment. The surgeon stated that no oil touched or got into the pt. A backup motor was brought in to finish the case. Further they said that they believed that the fluid was oil, however they had a lot of cases in that day and it is possible for some residue fluid to be left over inside the attachment.